Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") and ectopic pregnancy ("ectopic pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy (seriousness criterion medically significant), infection ("infections") and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent complete hysterectomy due to complications from the essure device.). At the time of the report, the device dislocation, ectopic pregnancy, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, ectopic pregnancy, infection and menstrual disorder to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review, pregnancy outcome was corrected to not applicable. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of the device"), pelvic pain ("persistent pelvic pain/ pain") and ectopic pregnancy ("ectopic pregnancy") in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida, parity 4 (dates of live births: 19aug2004, 03sep2007, 26jun2011, 27oct2009), cystitis and gastroenteritis. Concurrent conditions included irregular periods, dysuria, hematuria, urinary frequency, cystitis, hematuria, ovarian cyst, retroverted uterus and postoperative pain. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), dyspareunia ("dyspareunia"), hormone level abnormal ("hormonal changes"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced haematuria ("hematuria"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), menstrual disorder ("menstrual bleeding"), back pain ("back pain"), abdominal pain ("abdominal pain"), mood altered ("hormonal changes describe: mood changes due to hormones") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (underwent total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy), surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy) and surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, urinary tract infection, menstrual disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, hormone level abnormal, bacterial vaginosis, nausea, migraine, depression, anxiety, mood altered, weight increased and haematuria outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, headache, back pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy, female sexual dysfunction, haematuria, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils left 4 right 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. (B)(6)-2011= hsyterosalpingogram (hsg) done. (B)(6)2017:surgical pathology report:uterus, left tube and ovary, right fallopian tube: - cervix: benign. No dysplasia or malignancy in sections examined. - endometrium: secretory phase endometrium. - myometrium: adenomyosis. - bilateral tubes: benign. Peritubal cysts. - left ovary: benign serous cystadenoma, 4 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events mood changes, uti, weight gain, dysmenorrhea were added. Lab data updated. Concomitant & historical conditions drugs were added. Product, patient &reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of the device"), pelvic pain ("persistent pelvic pain/ pain") and ectopic pregnancy ("ectopic pregnancy") in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (dates of live births: 19aug2004, 03sep2007, 26jun2011, 27oct2009), cystitis and gastroenteritis. (B)(6) 2011= hsyterosalpingogram (hsg) done. (B)(6) 2017:surgical pathology report:uterus, left tube and ovary, right fallopian tube: - cervix: benign. No dysplasia or malignancy in sections examined. - endometrium: secretory phase endometrium. - myometrium: adenomyosis. - bilateral tubes: benign. Peritubal cysts. - left ovary: benign serous cystadenoma, 4 cm. Concurrent conditions included irregular periods, dysuria, hematuria, urinary frequency, cystitis, hematuria, ovarian cyst, retroverted uterus and postoperative pain. In august 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), dyspareunia ("dyspareunia"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("mental anguish") and was found to have hormone level abnormal ("hormonal changes"). On 31-aug-2011, the patient had essure inserted. In january 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2012, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). In june 2017, the patient experienced haematuria ("hematuria"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), menstrual disorder ("menstrual bleeding"), migraine ("migraines"), headache ("headaches"), back pain ("back pain"), abdominal pain ("abdominal pain"), mood altered ("hormonal changes describe: mood changes due to hormones") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), nsaid's, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy and underwent total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, urinary tract infection, menstrual disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, hormone level abnormal, bacterial vaginosis, nausea, depression, anxiety, mood altered, weight increased, haematuria and ovarian cyst outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, headache, back pain, abdominal pain and dysmenorrhoea had resolved and the migraine was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy, female sexual dysfunction, haematuria, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils left 4 right 2 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received- new event ovarian cyst were added. Outcome of migraine updated to recovering / resolving. Treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of the device"), pelvic pain ("persistent pelvic pain/ pain") and ectopic pregnancy ("ectopic pregnancy") in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(6) 2004, (B)(6) 2007, (B)(6) 2011, (B)(6) 2009). Concurrent conditions included irregular periods, dysuria, hematuria, urinary frequency, cystitis, hematuria and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), dyspareunia ("dyspareunia"), hormone level abnormal ("hormonal changes"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), back pain ("back pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, infection, menstrual disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, hormone level abnormal, bacterial vaginosis, nausea, migraine and headache outcome was unknown and the pelvic pain, vaginal discharge, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, device dislocation, dyspareunia, ectopic pregnancy, female sexual dysfunction, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils left 4 right 2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of the device"), ectopic pregnancy ("ectopic pregnancy") and pelvic pain ("persistent pelvic pain/ pain") in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(6) 2004, (B)(6) 2007, (B)(6) 2011, (B)(6) 2009). Concurrent conditions included irregular periods, dysuria, hematuria, urinary frequency, cystitis, hematuria and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding"), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), dyspareunia ("dyspareunia"), hormone level abnormal ("hormonal changes"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), back pain ("back pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, infection, menstrual disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, hormone level abnormal, bacterial vaginosis, nausea, migraine and headache outcome was unknown and the pelvic pain, vaginal discharge, back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, device dislocation, dyspareunia, ectopic pregnancy, female sexual dysfunction, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils left 4 right 2 most recent follow-up information incorporated above includes: on 14-may-2018: pfs was received: the onset date of event pregnancy was added. Pelvic pain was considered diagnosis (previously considered symptom). Pelvic pain is severe and constant. The event back pain was resolved 4 weeks after essure removal, pelvic and abdominal pain was resolved 6 weeks after essure removal and vaginal discharge was resolved 5 weeks after essure removal. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of the device"), pelvic pain ("persistent pelvic pain/ pain") and ectopic pregnancy ("ectopic pregnancy") in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(6) 2004, (B)(6) 2007, (B)(6) 2011, (B)(6) 2009). Concurrent conditions included irregular periods, dysuria, hematuria, urinary frequency, cystitis, hematuria and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), dyspareunia ("dyspareunia"), hormone level abnormal ("hormonal changes"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"). In february 2012, the patient experienced ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding"), back pain ("back pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (acetaminophen), nsaid's, surgery (underwent total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy), surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy) and surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, infection, menstrual disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, hormone level abnormal, bacterial vaginosis, nausea, migraine, headache, depression and anxiety outcome was unknown and the pelvic pain, vaginal discharge, back pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, bladder disorder, depression, device dislocation, dyspareunia, ectopic pregnancy, female sexual dysfunction, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils left: 4, right: 2. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Event added- depression and mental anguish. Events onset date added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device dislocation ('migration of the device'), pelvic pain ('persistent pelvic pain/ pain') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (dates of live births: (B)(6) 2004, (B)(6) 2007, (B)(6) 2011, (B)(6) 2009), cystitis and gastroenteritis. (B)(6) 2011= hsyterosalpingogram (hsg) done. (B)(6) 2017:surgical pathology report:uterus, left tube and ovary, right fallopian tube: - cervix: benign. No dysplasia or malignancy in sections examined. - endometrium: secretory phase endometrium. - myometrium: adenomyosis. - bilateral tubes: benign. Peritubal cysts. - left ovary: benign serous cystadenoma, 4 cm. Concurrent conditions included irregular periods, dysuria, hematuria, urinary frequency, cystitis, hematuria, ovarian cyst, retroverted uterus and postoperative pain. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), dyspareunia ("dyspareunia"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("mental anguish") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced haematuria ("hematuria"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), menstrual disorder ("menstrual bleeding"), migraine ("migraines"), headache ("headaches"), back pain ("back pain"), abdominal pain ("abdominal pain"), mood altered ("hormonal changes describe: mood changes due to hormones"), ovarian cyst ("ovarian cyst"), genital haemorrhage ("bleeding"), cystitis ("bladder infection ") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy and underwent total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, urinary tract infection, menstrual disorder, female sexual dysfunction, hormone level abnormal, bacterial vaginosis, nausea, depression, anxiety, mood altered, weight increased, ovarian cyst, cystitis and vaginal infection outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, headache, back pain, abdominal pain, dysmenorrhoea, haematuria and genital haemorrhage had resolved and the migraine was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy, female sexual dysfunction, genital haemorrhage, haematuria, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils left 4 right 2 patient receive treatment for pain ,bleeding, bladder/urinary problem. Current weight 176lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc.(product technical complaint). On 26-may-2020: pfs received no new significant information. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), device dislocation ('migration of the device'), pelvic pain ('persistent pelvic pain/ pain') and ectopic pregnancy ('ectopic pregnancy') in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (dates of live births: (B)(6) 2004, (B)(6) 2007, (B)(6) 2011, (B)(6) 2009), cystitis and gastroenteritis. (B)(6) 2011= hsyterosalpingogram (hsg) done. (B)(6) 2017: surgical pathology report:uterus, left tube and ovary, right fallopian tube: cervix: benign. No dysplasia or malignancy in sections examined. Endometrium: secretory phase endometrium. Myometrium: adenomyosis. Bilateral tubes: benign. Peritubal cysts. Left ovary: benign serous cystadenoma, 4 cm. Concurrent conditions included irregular periods, dysuria, hematuria, urinary frequency, cystitis, hematuria, ovarian cyst, retroverted uterus and postoperative pain. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), dyspareunia ("dyspareunia"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), depression ("depression") and anxiety ("mental anguish") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced haematuria ("hematuria"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti"), menstrual disorder ("menstrual bleeding"), migraine ("migraines"), headache ("headaches"), back pain ("back pain"), abdominal pain ("abdominal pain"), mood altered ("hormonal changes describe: mood changes due to hormones"), ovarian cyst ("ovarian cyst"), genital haemorrhage ("bleeding"), cystitis ("bladder infection ") and vaginal infection ("vaginal infection") and was found to have weight increased ("weight gain"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), nsaids, paracetamol (acetaminophen) and surgery (total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy and underwent total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, urinary tract infection, menstrual disorder, female sexual dysfunction, hormone level abnormal, bacterial vaginosis, nausea, depression, anxiety, mood altered, weight increased, ovarian cyst, cystitis and vaginal infection outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, dyspareunia, vaginal discharge, headache, back pain, abdominal pain, dysmenorrhoea, haematuria and genital haemorrhage had resolved and the migraine was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy, female sexual dysfunction, genital haemorrhage, haematuria, headache, hormone level abnormal, menorrhagia, menstrual disorder, migraine, mood altered, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils left 4 right 2 patient receive treatment for pain ,bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet revived, event bleeding, bladder infection, vaginal infection , event outcome , rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of the device") and ectopic pregnancy ("ectopic pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent complete hysterectomy to remove the essure) and surgery (underwent complete hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, infection and menstrual disorder outcome was unknown. The reporter considered device dislocation, ectopic pregnancy, infection, menstrual disorder and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 10-nov-2017: lawyers were added as reporters. Removal date was added. Event perforation of organs was added and pain (clubbed with pelvic pain). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), device dislocation ("migration of the device") and ectopic pregnancy ("ectopic pregnancy") in an adult female patient who had essure (batch no. 855628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (dates of live births: (B)(6) 2004, (B)(6) 2007, (B)(6) 2011, (B)(6) 2009). Concurrent conditions included irregular periods, dysuria, hematuria, urinary frequency, cystitis, hematuria and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, ectopic pregnancy (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstrual bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems"), dyspareunia ("dyspareunia"), hormone level abnormal ("hormonal changes"), bacterial vaginosis ("bacterial vaginosis"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), migraine ("migraines"), headache ("headaches"), back pain ("back pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent total laparoscopic hysterectomy with left salpingo-oophorectomy, right salpingectomy) . Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, ectopic pregnancy, infection, menstrual disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, hormone level abnormal, bacterial vaginosis, nausea, vaginal discharge, migraine and headache outcome was unknown and the back pain and abdominal pain had resolved. The reporter considered abdominal pain, back pain, bacterial vaginosis, bladder disorder, device dislocation, dyspareunia, ectopic pregnancy, female sexual dysfunction, headache, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, nausea, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: the essure procedure was performed per protocol. Trailing coils left 4 right 2. Most recent follow-up information incorporated above includes: on 19-mar-2018: plaintiff fact sheet & medical record received. Events vaginal bleeding, menorrhagia, bladder disorder,urinary tract disorder, hormonal changes, bacterial vaginosis, nausea, vaginal discharge, back pain, abdominal pain, migraine, headache lot number added. Lab data updated. Concomitant conditions , drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.